Event description:
Facility reported that one hour into dialysis treatment there was an incidence of a partial separation of the heparin line from the pump adapter, that leaked blood. The leak was not evident until the entire system was clotting and pressure had built up in the bloodlines. The ebl was 145cc's. The bloodlines were changed and the treatment continued without further incident. The dialysis machine used was a fresenius 2008k. The sample is not available for evaluation.